Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if the device is returned, this event will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The device later declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed a battery status of end of life eol. The monitoring voltage was 2.67 v and the charge time was 30.7 seconds. Approximately four months earlier the device had a monitoring voltage of 2.81 v and a charge time of 14 seconds. There was a concern that the battery depleted earlier than expected. This device was explanted. This device is part of the food and drug administration (FDA) advisory notification issued on november 27, 2007 regarding high middle of life (mol) battery impedance causing early replacement indicators (eri). No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The device was returned for analysis. This report will be updated when analysis is complete.